Manufacturer narrative:
Abbot diabetes care product quality engineering (pqe) investigated the alarm-2 (signal loss alarm) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. During investigation of the track and trend review related to alarm-2 cases in (B)(6) 2020 this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-2 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received a social media complaint reporting signal loss and therefore the "alarm setting not working" while wearing the adc freestyle libre 2 sensor. As a result, the customer reported a hypoglycemic medical event that resulted in a fall that required stitches from an hcp. There was no further information provided. No contact information was provided to adc, therefore adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent injury associated with this event.